Event description:
The insertion of the spring wire guide using a "trans radial approach" was successful, but difficulty was encountered withdrawing the wire guide. A cut-down procedure was required to remove the wire guide. No pt complications reported.